Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. The impella device was not received from the customer. The console logs from the reported day of event are consistent with the complaint and showed an alarm (opm communication stopped). The cause of the opm communication corruption was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller experienced a controller error yellow alarm that was resolved by replacing the console. There was no reported patient harm.